Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During use, it was reported that the needle was easily detached from the suture. It was not a control release needle. Another package was used, but the same event occurred. The operation time was extended within 30 minutes. There were no adverse consequences to the patient.